Event description:
It was reported by service report that the power cord was missing the ground prong. The service report notes indicate that the customer does not know if there was patient involvement or adverse consequences to report.